Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that a falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 500 system. Calibration was acceptable, and quality control (qc) was within the range on the day of the event. Siemens reviewed the instrument data and observed errors in the kinetic check variable, which indicated a mixing issue. A siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse replaced and aligned the malfunctioned sample probe 1 (s1) mixer, and performed ten replicates of qc precision study, which passed. Siemens evaluated the event and determined that mixing issues potentially contributed to the falsely depressed ca result. The system is performing according to specifications. No further evaluation is required.

Event description:
The customer reported that a falsely depressed calcium (ca) result was obtained on a patient sample on a dimension vista 500 system. The erroneous result was reported to the physician(s), who did not question the result. The sample was repeated on an alternate dimension vista 500 system. The repeat result was higher than the erroneous result. The repeat result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the falsely depressed ca result.